Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012609602 was returned and analyzed. Visual inspection was performed. No anomalies were identified during external visual inspection of the shaft and handle segments. On the spiral array segment electrodes #1, #2 and #3 were observed to be displaced, an inverted array was observed, the spiral array pebax tube was observed to be kinked, the proximal end of nitinol array wire was observed to be dislodged from dual lumen, and the pebax tube was observed to be twisted. Performance functional testing with the generator could not be performed due to the condition of the returned catheter. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. The electrical continuity test revealed an open loop on the electrode wires #2 and #3. Inspection (microscope/x-ray imaging) and testing was performed to verify the integrity of the catheter sub-components and during the inspection of the spiral array segment, electrode wires #2 and #3 were observed to be broken. In conclusion, the reported twisted and inverted array issue was confirmed through testing and the loop catheter failed the returned product inspection due to an inverted array, dislodged nitinol array wire, displaced electrodes, broken electrode wires, and kinked/twisted pebax tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, the catheter became twisted and inverted. The physician was able to retract the catheter into the sheath and safely remove it, and the catheter was replaced. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.